Manufacturer narrative:
Per visual inspection: dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. No physical damage to cartridge holder or inpen front and back shell was noted. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Unable to pair and perform baseline/wireless functionality, and displacement dose accuracy due to physical damage. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed front cap investigation. In conclusion: no cap anomaly was noted. The customer concern of cap no longer staying attached could not be confirmed. Unable to verify customer's concern for dose log inaccuracy due to a broken dose detent adhesive bond. It¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Inpen failed dialing alignment inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the damaged inpen cap and also reported dose log/or report data inaccuracy issue. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed for inpen damage and instructed customer that serialized device will be replaced. Troubleshooting could not be performed as the customer declined for dose log inaccuracy .no harm requiring medical intervention was reported. Mmt-105nngyna was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.